Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulty occurred. A taxus express2 4.0x20mm drug eluting stent was used to direct stent an 80% stenosed lesion in the moderately tortuous, moderately calcified mid left anterior descending (lad) artery. The stent was fully deployed and the balloon was unable to be removed from the stent. The physician pused the guide catheter forward in the vessel up to the stent and was able to remove the stent delivery system, guide catheter and wire as a unit. The stent delivery system was intact when it was removed. The procedure was successfully completed with this device. No pt complications occured. Pt status is satisfactory.

Manufacturer narrative:
The device has not been returne for analysis as of the date of this report.